Manufacturer narrative:
Device disposition not presently known.

Event description:
It was reported that a perceval size 25 mm valve was implanted then explanted. No further information was provided.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Based on the document review performed, no manufacturing deficiencies were identified. Furthermore, the size of the trifecta valve used to replace the perceval pvs25 suggests that the perceval valve sizing was correct. As the valve was not available for return, no device analysis can be performed and it is not possible to confirm the complaint. Given that no issues were identified in the device history record, or with the valve sizing, the event is reasonably attributable to intraoperative difficulty and user error; however the root cause cannot be confirmed without analyzing the involved device. Device not available; likely discarded.

Event description:
A perceval size 25 was implanted and explanted on (B)(6) 2018. It was reported that the physician made two attempts to implant the perceval valve, but the valve would not fit. The valve was then replaced with a 25 mm trifecta. The delay in procedure resulting from the event is unknown. The patient outcome was ultimately good. It was reported that the patient's stay in the hospital was slightly prolonged, but this was attributed to other factors, including kidney disorder. There was no indication in the clinical report of complaint with the device.